Manufacturer narrative:
The customer was not able to replicate the reported problem during device check; therefore, the platform will not be returned to zoll (B)(4) for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
(B)(4) fire department received a 911 call for an (B)(6) male patient that was experiencing a cardiac arrest. The lifeband could be retracted down to the patient size without any issues; however, the platform did not perform compressions. To troubleshoot, the crew pulled up the lifeband and tested the platform; however the platform did not perform compressions. The crew tried to restrain the lifeband during the sizing phase and then the platform would performed compression until the crew pause the unit. The crew restraining the lifeband multiple times when they pause the platform to continue compressions. The platform was continued to be used until the patient was delivered to the hospital. The patient did survive and did achieve rosc (return of spontaneous circulation). No known patient consequences reported.